Event description:
This male patient with a history of hypertension, diabetes (controlled with oral medications), and a family history of cad, was admitted for unstable angina (iib). Angiography revealed a critical lesion in the bifurcation of the right posterior descending artery (pda) and the inferior left ventricular branch (lv). The lesion in the pda was described as a 78% eccentric stenosis. The vessel was 2.15mm in diameter. There was no thrombus present and the flow through the vessel was timi ii. The lesion in the lv branch was described as a 55.16% eccentric, ostial stenosis. The vessel was 2.16mm in diameter and was moderately angulated (45-90 degrees). There was no thrombus present and flow through vessel was timi iii. An unknown guidewire was advanced across the lesion and into the lv branch. A vessel perforation occurred. A 2.5 x 15mm balloon was inflated in the lva for a prolonged time to resolve the perforation. A 2.25 x 18mm cypher select stent was positioned to cover the area and was deployed to 16 atms. Upon review it was noted that the stent had actually been inflated in a false lumen of the vessel created by the perforation. Consequently, the vessel became acutely and totally occluded. Thrombus was suspected. This was treated with aspiration thrombectomy. Flow was increased to timi I. The pda was then predilated with a 2.5x 15 mm balloon inflated to 10 atms. A 2.5 x 23 mm cypher select stent was deployed to 14 atms via the crush technique. An additional 2.25 x 18 mm cypher select was deployed to 12 atms in the rpda, distal to the first. The final result in the pda was timi ii. The lv branch remained persistently occluded. An additional lesion was treated in the rca; the details for this procedure was not provided. The patient was discharged from the cath lab. The patient was ruled in for an intra-procedural mi due to the vessel perforation, stent deployment in the false lumen, and the resulting acute, persistent occlusion of the lv branch. During routine eight-month angiographic follow-up, it was discovered that all three of the cypher select stents placed in the pda/lv were 100% restenosed. No treatment was performed. The product was not available for analysis. A review of the manufacturing route sheets for the involved lot confirmed that the device met quality requirements for product acceptance. The lesion treated was in the bifurcation in the distal portion of the right coronary artery system (pda/lv branch). These were small vessels (internal diameter of 2.15-2.16mm) with high-grade stenoses (78% and 55%). Additionally, the take-ff of the lv was moderately angulated (45-90 degrees). A perforation occurred during advancement of the wire, which resulted in the creation of a false lumen in the lv branch. Consequently, the stent was deployed in the false lumen resulting in an acute, persistent, mechanical occlusion of the vessel. Two additional stents were implanted in the pda. The final result was suboptimal with total occlusion of the lv branch and only timi ii flow through the pda. Eight months post procedure the stents were confirmed to be 100% restenosed. Restenosis is a known potential complications of coronary stenting and is multi-factorial in nature. In this case, given the high-level of intimal trauma that occurred during the index procedure, vessel scarring and cell proliferation would be expected. There are vessel, lesion, and procedural factors that contributed to the reported 100% restenosis of the cypher stents. Cypher select plus is not distributed in the us; however, it is similar to us distributed cypher product. This is one of three reports submitted for this event. Please reference MFR. Report#s: 9616099-2007-02580, 02586, 02587.